Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee ligament reconstruction surgery, the suture of the footprint anchor could not be tightened while implantation. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during a knee ligament reconstruction surgery, the suture of the footprint anchor could not be tightened while implantation. The procedure was completed using a back-up device in the original drilled bone hole. There was a delay less than 30 minutes and no further complications were reported. Patient is currently healthy.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the intact anchor and suture string off the device. A functional assessment of the device found the torque limiter functions as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.